Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, although the root cause of the septum rupture and subsequent death cannot be confirmed, it is possible patient factors (fragility, lvot calcification) and procedural factors likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the european edwards affiliate, during a transfemoral tavr procedure, the patient sustained a septum perforation/rupture and subsequently expired. Initially, the edwards 14fr esheath was inserted normally in the femoral artery. Bav was performed with a 23x4 edwards balloon. The 26mm sapien 3 valve was aligned and deployed normally in a 80:20 aortic final position. After valve deployment, the patient's pressure was "low" and from echo, a pericardial tamponade was observed. A pericardiocentesis was done. The patient was taken to the operating room for exploratory surgery and a septum rupture on the ventricular side was observed. Unfortunately the patient expired in the operating room. It is perceived that calcification in the lvot was responsible for the rupture due to the tissues frailty caused by radio and chemo therapy. The patient's native annulus measured 20.5mm x 26mm by CT with an area of 400cm^2. The patient had moderate annular calcification, mild leaflet calcification and severe ventricular septal hypertrophy.

Manufacturer narrative:
Additional information.